Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 391mg/dl and 165mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Info suggests comparison was performed in the home. Advantage test system: meter, test strip lot 549548, exp 03/31/2008, cat/04388208001.